Event description:
The pt was hospitalized 3 times due to pump programming/overdose issues. The pump contained fentanyl 1600 mcg/ml, dilaudid 52 mcg/ml, clonidine 320 mcg/ml, and prialt 10 mcg/ml. Two hours after a pump refill in (B)(6) 2010, the pt knew "something wasn't right." The pt experienced "terrible muscle spasms" in her back after the pump drug prialt was increased. The pt went to the emergency room. The pt's physician indicated the drug was "toxic." The pump was "drained" and refilled. The pt went home the following day. The pt then could not walk or speak. The pt was "not conscious" and was not able to be aroused. The pt returned to the hospital with suspected overdose. The pt was transferred to another hospital. The pt remained hospitalized for 3.5 weeks. The pump was "drained" and filled with fentanyl 3000 mcg/ml alone. After the pt was discharged from the hospital, she visited the pump physician. The physician was no longer going to manage the pump due to the pt's complexity. As of 01/27/2011, the pt suffered from withdrawal since the pump was "turned down so low".

Manufacturer narrative:
(B)(4).